Event description:
It was reported that the patient underwent explant procedure due to an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event date used was the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 2000015002.